Event description:
This is being filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. During preparation of the clip delivery system (cds) (lot 11011r117) it was noted one of the grippers failed to fully lower. Troubleshooting was unsuccessful therefore the cds was not used. During advancement of the next cds (lot11025r255) it was noted the patient developed a low temperature. The clip was implanted, reducing mr to 2-3. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, the query identified no other incidents reported for difficult to open or close (gripper actuation). Based on the information available, a cause for the reported gripper actuation issue cannot be determined. There is no indication of product issue with respect to manufacture, design, or labeling.